Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the hospital engineers fixed the problem themselves, fse didn't need to perform any repairs.

Event description:
N/a.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had an alarm loop leak occurred again after replacement of pneumatic module on january 21. There was patient involvement but no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name and telephone is the (B)(6). A supplemental report will be submitted upon completion of our investigation.